Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The healthcare professional reported that the patient's device "gave her trouble" and it was unclear what that meant. The patient's implant had been off for over a year and the patient had not charged the implant during that time frame. Additional information received from the consumer reported the issue started in 2013. The device would not hold a charge properly. The patient had trouble finding a good connection between the device and stimulator. It was unknown what circumstances led to the event as the patient's routine never changed. The patient noted he had pain. The sensation would increase or decrease without the patient even touching the device causing the patient to turn it off many times. The issue had not been totally resolved. The patient had notified the managing physician and they were getting together at the end of november. Relevant medical history included non-malignant pain.